Event description:
On (B)(6) 2014 the reporter contacted animas alleging that a pump being used for demonstration purposes was not calculating the correct insulin to carb (I:c) ratio. The pump had the correct settings but the pump suggested 15 units for boluses when the I:c ratio setting was 1:150 and the insulin sensitivity factor (ifs) was 600 with a target of 250. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, the advanced bolus features were found to be calculating correctly. The insulin to carb (I:c) calculation issue was not duplicated during testing. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.